Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health actually occurred.

Event description:
On (B)(6) 2022, a spontaneous report from the united states was received via telephone regarding a 41-year-old female who used bravery badges unicorn assorted flex fabric bandages. Medical history included smoking and a left middle fingertip fracture (B)(6) 2022 which necessitated the use of a brace. The consumer had no chronic conditions or any known drug allergies. Concomitant products included gabapentin and an unspecified psychiatric medication. When the consumer removed her finger brace, she applied two bravery badges unicorn assorted flex fabric bandages to support the area. On (B)(6) 2022, when she removed one of the bandages, the bandage caught her cuticle which ripped her skin from the cuticle back to the knuckle. It was clarified that the skin tear was approximately one-half inch long and extended from the cuticle to the joint right below the fingernail. For treatment, she washed the area with antibacterial soap daily, applied a thin layer of neosporin, and covered the area with a bravery badges unicorn assorted flex fabric bandage. When she removed further bandages, she would wet the bandage with water, and they would come off easily. As of (B)(6) 2022, the consumer's skin tear was still present but was healing well without signs of infection. No additional information was provided.